Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the hematoma could not be definitively determined, and it is unknown if any events occurred following the hematoma based on the information available. The was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A literature report was received by shockwave medical japan via the cvit 2024 abstracts. An 87-year-old male was admitted for a heavily calcified bifurcation lesion in the left circumflex artery (lcx). Following successful wiring of pl1 and pl2 branches, intravascular ultrasound (ivus) failed to cross. A 7fr guideliner support was used for dilation of pl1 and ivus revealed a calcification score of three (3). The shockwave ivl balloon delivery was attempted for pl1, but the balloon caught on calcification at the branch entrance and prolapsed into pl2, resulting in hematoma. A stent was placed at the entry site, and re-entry to the distal vessel was successfully achieved using a balloon cutting technique. There was no other patient sequalae reported.